Event description:
Patient had blood clots in his left arm. Physician determined that due to venous occlusion the device and lead needed to be explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. An incoming visual inspection showed no anomalies. The memory content of the ICD could be downloaded properly. The ICD showed no peculiarities during analysis. There was no indication of a device malfunction.